Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the pt experienced blood glucose between 200 mg/dl and 300 mg/dl for several days; ketone testing was not done but the pt reported extreme thirst. The pt said she noted the smell of insulin in the cartridge compartment. She denied visible insulin leakage from the plunger. The family member and pt denied recent infusion site issues or problems with insulin viability. They reviewed the pump and confirmed that the time and date are set correctly, there are no relevant alarms in the history, and pump settings are accurate. They denied use of new medications and no current illness to explain the bg excursion.